Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was squirted during the prime. Customer's blood glucose value was unknown. The customer stated that insulin pump had no delivery alerts. The device will not be return for analysis.